Event description:
A letter was rec'd from a pt who reports that following intraocular lens (iol) implantation in 2000, pt is experiencing light reflections every time pt passess a light. Pt is unable to drive at night without the use of eye drops. Pt also indicated pt had three laser treatments (unspecified) with no improvement. Pt is scheduled to see a specialist in may. The association between this event and the iol is not known.